Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no harm to the patient. All the broken pieces were removed from the patient and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Manufacturing location: (B)(4). Manufacturing date: october 18, 2013. Expiry date: october 01, 2023. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the insertion of a zero-p device on (B)(6) 2016, the titanium part of the peek became detached (broke), impacting on the intersomatic area. Another attempt was made, with no greater force that resulted in the same outcome. The part was replaced, with said replacement part reaching the aforementioned area without hindrance. The surgery was prolonged about seven (7) minutes. Patient outcome is good. This complaint involves 1 part.